Event description:
It was reported occlusion alarms occurred that the customer could not resolve. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.